Event description:
A cosignee of the blood center reported that a pt was infused with sdp in 2006 and developed an increased temperature, was treated and recovered. The product involved tested negative with the bacterial detection system at the blood center. The platelet product was collected 5 days earlier and was a triple product with the third bag sterile docked on to accomodate a third platelet does which was the product that was involved with this event. One of the other two doses were infused with no problems known and the other was discarded because it had gone beyond storage time.